Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event of stent kink. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2015-03108 and MFR. Report # 3005099803-2015-03091). It was reported to boston scientific corporation that an advanix biliary double pigtail stent and a naviflex biliary delivery system were used during a duodenoscopy procedure performed to drain a pancreatic cyst in the duodenum. According to the complainant, during the deployment, the distal pigtail of the advanix biliary stent folded on the guide catheter and got stuck. The physician pulled the guide catheter handle with force until it broke. The stent was placed between the cyst and the duodenum. About 20 cm of the broken guide catheter remained inside the duodenum with the stent still loaded on it. Reportedly, the detached guide catheter will be removed on a later date (exact date unknown) but it is not known if the stent will also be removed or will remain implanted. However, the physician thinks that the stent was still able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."